Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringes have plungers that are disconnecting from their rubber stoppers. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos depicting a 1ml syringe with needle. The plunger rod tip appears to be broken and the stopper is in the barrel tip. The broken plunger rod observed is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the broken plunger rod is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringes have plungers that are disconnecting from their rubber stoppers. There was no report of exposure, serious injury or medical intervention.